Event description:
It was reported that the cassette was causing 'no disposable' pump alarm that was unresolved by changing cassettes to back up pump. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.